Manufacturer narrative:
1. DHR/bhr review(lot#3080074): 1)this batch of products were assembled at intima ii auto line 3 in april 2023, and packaged at r240 package line in april 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and pictures have been received, and the defect status cannot be confirmed. 3. Check the retained samples of the complaint batch , no complaint defects is found. Please see attachment for the photos. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples. No similar complaints have been received from other hospitals regarding this batch of products. As no defective sample returned, the root cause of the catheter with black dots and barbs, the black foreign matter on the inner wall of the shield, and the broken of the prn cannot be determined, and the plant will continue to follow up on the complaint. H3 other text : see narrative.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 22gax1.00in had foreign matter 9067277 - intima-ii y 22gax1.00in prn ec slm npvc-383069-foreign matter-suzhou 1 when opening the package, it was found that the catheter had black dots and barbs, there was black foreign matter on the inner wall of the needle guard cap, the heparin cap was broken, green claim settlement, complaint reply letter, complaint acceptance letter.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H3 other text : see narrative below.